Event description:
The clinician reported that the dental implant in place in ada site #4 of the patient¿s mouth for one month and immediate load was not performed. A bone graft was placed. Pain, mobility and inflammation occurred at the time of the event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant in place in ada site #4 of the patient¿s mouth for one month and immediate load was not performed. A bone graft was placed. Pain, mobility and inflammation occurred at the time of the event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.